Event description:
Additional information was received from the rep. It was clarified that the event occurred on (B)(6) 2020. It was reported that the patient had stated that they had never really gotten good pain relief and that the hcp thought it would be best to discontinue use of the pump and treat with oral medications. It was reported that the pump would be explanted, but the date was unknown.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc; lot#: n179646018; implanted: on (B)(6) 2008; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n179646018, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report,will be issued.

Event description:
(B)(6) 2020 (B)(4) (hcp, rep): information was received from a healthcare professional (hcp) via company rep regarding a patient receiving dilaudid (5mg at 2.4849mg/day) and bupivacaine (2mg at 0.994mg/day) via intrathecal infusion pump for spinal pain and other chronic/intractable pain. It was reported that the patient¿s catheter would not aspirate during a dye study. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. As part of interventions taken, they interrogated the pump and patient pain relief given by the pump. The issue was not resolved at the time of the report. Surgical intervention was planned but not yet scheduled. The patient¿s status was alive with no injuries. No further complications were reported. 2020-aug-26 (rep): additional information was received from the rep and confirmed by a physician. It was reported that the aspiration issue was first observed on (B)(6) 2020. It was reported that the patient had no symptoms related to the event. The cause of the aspiration issues was unknown. A possible catheter revision reported actions/interventions taken or planned. The revision had not occurred and wasn't scheduled yet. It was reported that the patient was disconnecting use of the pump completely. The aspiration issue had not resolved at the time of this report.